Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from a manufacturer representative, no new information was received.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported via manufacturer representative (rep) reported the patient had high impedances on contact 0, and that had been high several months. It was noted the patient did not use contact 0 so it was not an issue. Additional information from the rep reported they were first aware of the high impedance on the appointment on the 20th. The rep noted the healthcare professional (hcp) notes stated there was high impedance in past programming sessions. The rep noted since the patient was still receiving benefit from stimulation and not using contact 0 patient does not have any issues with his therapy. The patient was implanted for parkinson¿s dual and movement disorders.